Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
There were no visible cracks on the container of the viality device, but the power-assisted liposuction handpiece was not able to hold any suction. An additional viality unit was used to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an investigation on a different batch/lot#. The most likely root cause of the suction issue with the lid is due to the squeegee gasket preventing the lid from being closed flush with the top of the device chamber. This squeegee gasket is held in place by the basket. If the basket is removed the squeegee gasket moves and prevents the complete reinstallation of the basket. The basket will sit low enough in the chamber due to the squeegee gasket. The lid will not sit flush on the top of the chamber wall prevent an effective seal for the vacuum applied. The certain and specific root cause could not be determined and is unknown. The reported no suction could not be confirmed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.